Event description:
This lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2011 due to impedance less than 200 ohms. The lead was not sensing, had high thresholds and low impedance. The physician believe the lead was fractured. The physician was dr.(B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).